Event description:
On (B)(6) 2015, the reporter contacted animas alleging air bubbles in the pump cartridge resulting in a blood glucose up to 33.3 mmol/l with extreme thirst. The cartridge filling technique was reviewed with the reporter and found that the reporter was not filling the cartridge appropriately. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge filling.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.